Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that two days post a device changeout procedure, the patient's right ventricular (rv) lead had high impedance which triggered an alert. An x-ray confirmed that the rv lead was not fully inserted into the device. Reprogrammed was performed until the lead was fully inserted lead into the device. The lead remains in use. No patient complications have been reported as a result of this event.